Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: material #: 309605 batch#: 4088616 expiry 2/28/2029. Cracked syringe = 1 syringe. Product number - 309605. Lot number - 4088616.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has a crack extending down the barrel from the roof down past the 10ml graduation line extending through the scale markings. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. This condition is occurring below their expected frequency so no corrective action is required at this time.